Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer also reported that one time the device over delivered insulin which resulted in the customer having severe low blood glucose. Paramedics came to treat but customer refused to go to the hospital. Customer stated that currently the customer took three boluses to lower his blouse and got a no delivery alarm and the pump recorded he received the full amount. Customer was advised to bolus into the air device recorded correct about but had previous bolus incorrect. Customer attempted to deliver another bolus and same issue occurred, full delivery and figure was much lower. Customer declined troubleshooting and just wanted the device replaced. No further information reported.